Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 1 event was reported for this quarter. Product return status, 1 device investigation type has not yet been determined. Evaluation findings (results/components), 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition, 1 device: product disposition is not yet determined. Additional information, 1 device was labeled for single-use, 1 device was not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 1 event for the failure: overheating of device - 1 event had minor injury/illness/impairment.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11. 1 previously reported event was included in this follow-up record. Product return status: 1 device was not available for evaluation. Evaluation findings (results/components): 1 device: no findings available / part/component/sub-assembly term not applicable. Product disposition: 1 device: scrapped by customer.